Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Additional information reported that the patient's incision had been weeping for the past two weeks. The health care provider saw that it was spinal fluid and scheduled a surgery for (B)(6) 2014. The incision site was opened, and after dissecting down to the catheter insertion site, cerebrospinal fluid was noted to be actively draining from a small slit in the site where the catheter passed through the dura. A purse string suture was tied around the catheter itself followed by 4 sutures, 2 distal and 2 proximal, to keep the dura pulled together. No further fluid was noted to be actively draining from the site. Some type of glue was applied to the area and a gel foam was added. The area was then sutured closed. The patient was pleased so far with the results of the therapy, but thought she could stand a dose increase from 215 mcg/day to 240 mcg/day. The patient was transferred to a different hospital for a couple of days to aid with the healing and for further dosing increases if needed.

Event description:
It was reported that the patient began having numbness in two fingers on the right hand and bilateral pain in her legs whenever the she looked down. The drug in the pump was lioresal. Since the implant procedure, the patient had neck pain and a headache as well as the numbness in the fingers. These symptoms had not resolved since surgery. The patient also experienced periodic vomiting on 2014 (B)(6) and 2014 (B)(6). The patient felt better when lying down. On 2014 (B)(6), the patient developed a sharp pain in the lower back and bilateral hips and legs when she brought her chin to her chest. When the patient was lying down and brought her chin to her chest, she only had bilateral pain in the knees. The patient was admitted to the post surgical floor for observation. It was reported that a dural leak was suspected. A computed tomography scan was performed and it was unremarkable. The issue appeared to be resolving on its own with caffeine intake and lying down as the patient was able to sit up for over 2 hours. The patient only experienced a slight headache and nausea at the end of the time sitting up, but these symptoms eventually resolved. The pain in the bilateral legs and neck were gone, but the patient still had some of the numbness in the right hand middle fingers and a sore back/lower back discomfort. The health care providers were not overly concerned with these symptoms. The patient had been seeing a positive difference with regard to the patient's spasticity from the pump. The patient was discharged from the hospital. The patient was seen in the emergency room on 2014 (B)(6), because, she was leaking large amounts of fluid from her back incision. The lumbar incision site appeared to be swollen. The patient was admitted to the hospital and was prepared for surgery. It was later reported that the patient's wound had stopped draining.

Event description:
Additional information revealed that, on (B)(6) 2014, the patient was back in the or (operating room). The patient continued to have csf (cerebrospinal fluid) leak at dural entry site of catheter. The patient was asymptomatic, with the exception of clear drainage from incisional site. There were no complaints of additional spasms or increased tone. The area was opened and exposed, with additional purse string around catheter, 1 additional suture both above and below catheter entry point, and a small piece of the patient¿s tissue sutured around catheter as well. Vancomycin powder was placed in the incision. Duraseal was applied around catheter at the insertion site. No signs of leaking were noted prior to closing the surgical site. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient felt totally healed from her surgeries and was having no complications. It was noted the patient loved the effects of her pump and had been making major improvement in physical therapy. The patient had been standing and transferring herself from bed to wheelchair and back without assistance and both things she had "never been able to do before." If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# b)(4), implanted: b)(6) 2014, explanted: b)(6) 2014, product type: catheter. Product ID: 8780, serial# b)(4), implanted: b)(6) 2014, explanted: b)(6) 2014, product type: catheter. B)(4).

Event description:
Additional information received reported on (B)(6) 2014 the patient was back in hospital for the same cerebrospinal fluid (csf) leak problem. The pump and catheter were removed the evening of (B)(6) 2014. Cultures were done on the fluid in the pump pocket, but came back negative for any type of infection. Patient outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.